Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 45 mg/dl. Cause of bg was due to delivering the intended bolus, but bolus ended up being too much insulin due to customer miscalculation. Customer consumed 3 cups of coffee to address bg.